Manufacturer narrative:
Tandem's user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted to reload the current cartridge with additional insulin and reinstall the cartridge onto the pump. Upon reinstalling the cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level.